Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A (B)(4) field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and reported that no problem found with fiber optic sensor. The fse performed and passed fiber optic tests to factory specifications with fiber optic test module.. Performed and passed all functional and safety tests to factory specifications.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) experienced a fiber optic sensor issue. It is unknown under which circumstances this event occurred. However, no death or injury was reported.

Manufacturer narrative:
(B)(4) 2017 12:16 pm (gmt-4:00) added by (B)(6) ((B)(6)): (the date entered in block of the initial MDR was incorrect, and should have been (B)(4) 2017 based on the aware date of a cancelled duplicate record).

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) experienced a fiber optic sensor issue (unable to calibrate the fiber optic sensor). This event occurred before the iabp was used on a patient, thus no adverse event was reported.